Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the keypad was not working on the device. No patient involvement.

Event description:
It was reported that the keypad was not working on the device. No patient involvement.

Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for sn (B)(6) was performed from date of manufacture 01mar2019 to the present date 08aug2021 and confirmed that this device was not previously returned for servicing.